Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable would not disconnect the extension cable vh-4030 from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Please disregard the previous entry: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was not returned to maquet cardiac surgery for investigation. A photographic inspection determined that the connector collar of the extension cable was broken off and sheared off from its original position. Based on the picture of the device was received, the complaint was confirmed for analyzed failure "break". (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable would not disconnect the extension cable vh-4030 from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable would not disconnect the extension cable vh-4030 from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.